Manufacturer narrative:
Photos of tubing submitted by a cardioquip customer were sent to cardioquip epidemiology for investigation. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. Cardioquip notified the customer of the potential contamination, recommendation, and provided a quote for the sample kits via email on 2/23/2023. There has been no response to this recommendation as of the date of this report.

Event description:
The cardioquip training manager submitted pictures taken by customers at johns hopkins all children's hospital of the internal tubing of this device to cq for review. Upon reviewing the photos, cq director of operations and epidemiologist recommended that the device receive hpc testing to provide a quantitative assessment of the water quality due to the discoloration present within the water pathway.